Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the unit found cracking at the led/camera window. A test battery was installed and the device was powered on. The led and display both powered on, the display was observed to be flickering. Upon rotation of the monitor the video signal went blank intermittently. The probable root cause is component failure resulting from a loose/broken electronic connection. The device did not progress through ingress testing due to the apparent damage to the led/camera window. It was reported that the device display was blank. The reported issue was confirmed. The most likely cause was traced to component failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter the video laryngoscope's display was not working, as the screen stayed black while the blade's light was on. There was no patient involvement.